Manufacturer narrative:
The device will not been returned for analysis as it was implanted; therefore the cause of this event could not be determined. Same event as reported in MDR MFR: 2029214-2016-00195.

Event description:
Medtronic received information that onyx left the catheter approximately 10 cm from the distal end of the catheter. The patient was undergoing onyx embolization treatment of an arteriovenous malformation (avm). The catheter was flushed as per the instruction for use (IFU). The catheter was inspected and tested prior to use. The access vessel was the left ascending pharyngeal artery with slight tortuosity. Before onyx injection, the physician used the catheter for several probing of vessels. The dead space of the catheter was filled with dmso. No resistance in the catheter was reported during onyx injection. The injection pressure was low as usual and was paused for less 2 minutes. Approximately 1 ml of onyx was injected when the physician observed the rupture. The onyx plug was left in the vessel, because this vessel was the feeder to the avm. No patient complication was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.